Event description:
This 27 mm sjm trifecta valve was implanted on (B)(6) 2013 due to aortic insufficiency. The patient underwent surgery on (B)(6) 2015 and the valve was explanted due to aortic incompetence presumed secondary to a tear on two cusps. A 23 mm sjm trifecta valve was implanted. The explanted valve was positive for endocarditis.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.